Manufacturer narrative:
(B)(4): the pump black box download showed that power losses had occurred. The battery cap was not returned with the pump for investigation. No cracks were found in the battery compartment. The pump was exercised for 24 hours without power issues. The pump was opened and no power circuit issues were found. Unrelated to the complaint, an internal component was found to have dislodged from the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son alleging an intermittent power issue with the pump. The reporter claimed that the pump was rebooting spontaneously. She denied that the pump was exposed to water or any trauma. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas criteria for a serious injury.